Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the enter button, left top, right bottom button did not respond. Scroll bar not moving up and down with no input and number was not ramping from the user. Customer were able to clear the alarm and reported this was happening multiple times in a day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the all keypad buttons did not respond to keypad presses due to moisture damage onto electrical board. Unable to perform displacement and self tests due to the keypad anomaly.